Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This case represents the second delivery system used. Please reference related manufacturer report no: 2015691-2016-00209. The investigation is ongoing.

Event description:
During a trans-septal valve in valve procedure, there was a bending motion to get the 29mm sapien 3 valve through the septum and wire position was lost through mitral valve and atrial septum. The delivery system and valve were pulled into the esheath, and the devices were removed as one unit. The valve was able to be pulled off the delivery system balloon and the balloon was firm. The valve was placed into a bath. The same delivery system was re-prepped, and the same valve re-crimped. After the valve and delivery system were advanced through the esheath, the valve got stuck at the atrial septum and required several septal balloon dilations up to 12mm. During passage through the septum, it appeared difficult to keep valve centered on the balloon. After several attempts, the valve was aligned inside the left atrium. Just before valve deployment, the physician noted the balloon had ruptured and pacing was stopped. There was no evidence of contrast leakage, but the physicians were confident the balloon had ruptured so the devices were removed from the patient. New devices were prepped and an ascendra 24fr esheath was used per the physician's request. During valve alignment, the fine adjustment knob `clicked' and it had to be reset, tension was released and the valve was aligned in the vena cava. There was difficulty with the angle and septum alignment. Passage through septum after ballooning and several attempts. The delivery system balloon was noted to have ruptured after passage through atrial septum while the valve was in position. Blood came back into atrion inflator and contrast on fluoro was noted. The devices were removed from the patient. New devices were prepped and an ascendra 26fr esheath was used per the physician's request. A 29mm sapien 3 valve was successfully implanted in a 20:80 atrial/ventricular position with trace pvl. There was no consequence to the patient.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Upon visual analysis, complete separation of the inflation balloon from the crimp balloon proximal to the bond due to material failure on the crimp balloon was observed, compression was noted on the flex shaft near the flex tip, bunching was observed on the distal end of the flex shaft and minor damage on the flex tip was observed. No other visual abnormalities were observed. Functional analysis was performed and gross valve alignment and fine adjustment of the device without a valve was able to be completed. There was no grinding, resistance or clicking was observed. Due to the condition of the returned device (separation of the inflation and crimp balloons) valve alignment with a crimped valve was unable to be completed. Dimensional analysis was performed on the crimp balloon double wall thickness and was found to be within specification. A review of DHR and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. It was reported that trans-septal access was used and that there was difficulty with the angle and septum alignment. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Available information supports that procedural factors (performing valve alignment in a tortuous portion of the anatomy) contributed to the reported difficulty with valve alignment and balloon tear. The complaint for balloon torn was confirmed, but due to the condition of the returned sample, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No labeling or IFU inadequacies have been identified. Due to the high criticality level for this failure mode, a pra has been initiated for risk assessment and consideration for potential for further escalation. The complaint for difficulty with valve alignment was unable to be confirmed, and no labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed the january 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.